Event description:
A nurse reported three patients with toxic anterior segment syndrome (tass) following intraocular lens (iol) implant surgery. In a follow up, the nurse reported the patient presented with dense fibrin consolidation and two plus cells in the anterior chamber and corneal edema on the first postoperative day. The patient was treated with medications. The surgeon reported event resolved with treatment. There are fifteen medical device reports associated with this event. This report is for the third patient, stand alone viscoelastic.

Manufacturer narrative:
Evaluation summary: the complaint device was not received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 02/09/2012, 02/16/2012, and 02/27/2012 by phone, fax, and mail. A completed questionnaire was received on 02/20/2012. (B)(4).